Event description:
The customer reported the ac power module was not working. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module was not working. There was no reported pt involvement. The customer evaluated the device. The reported complaint was confirmed and the fault was traced to a faulty ac power module. The ac power module was replaced to resolve the problem. The device passed all performance assurance tests and was placed back into use.